Event description:
Allegations of multiple sclerosis, atypical connective tissue disease, atypical rheumatic syndrome, nonspecific autoimmune condition, neurological paresthesias, breast infections, arthralgias, bowel irritability, sleep disturbances, sicca symptoms, pulmonary symptoms, obtructive lung disease based on objective pulmonary functions tests, and serological abnormalities.